Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off of the sheath tube. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The broken piece of ceramic was returned with the unit. A significant chip and a crack is noted on the broken piece that continues from the fracture site to the base of the component. The balance of the instrument is in good physical shape. The exact cause of the breakage of the ceramic tip cannot be determine, but due to the evidence of the chip and crack noted on the broken piece of ceramic, it is reasoned that excessive force or physical trauma was inflicted to the tip of the device. It is important to reiterate that the base of the ceramic tip remains secured in the instrument, indicating that the epoxy functioned appropriately. The cause of this failure is determined to be due to mishandling.

Event description:
It was reported that during a surgical procedure while using the cf resectoscope inner sheath, the tip broke off and fell into the pt's bladder. The surgeon removed all pieces with no injury to the pt.